Event description:
A malfunction on the pump was reported, with no preceding notable events. The impact on the customer's blood glucose level was unknown. Technical support assisted the customer in resetting the pump by providing necessary information, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue arises again.